Event description:
An alaris pump that was infusing fentanyl was noted during shift report to free flowed in the entire contents of the medication bag. The midnight rn, had initiated the bag. She appropriately scanned the bag and the pump for programming. 2 day shift rns, noted the bag to be empty within a small span of time. It was noted by both day shift rns that the pump appeared to be running at the desired rate, which was 2.5ml/hr. The medication bag contained 100 ml. There is typically about 10ml waste/loss for priming. This would have left approximately 90 ml. At the programmed rate of 2.5 ml/hr the bag should have lasted about 36 hours. The bag was found empty at 0730 after it was just hung at 0645.